Event description:
Caller reported compact plus system blood glucose results of 33 mg/dl and 75 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 17 mg/dl and 144 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 18 mg/dl and 142 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 19 mg/dl and 80 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.